Manufacturer narrative:
MFR's investigation: a review of the complaint database for similar complaints did identify additional reports. A review of those reports/device return investigations recorded mixed results including no defect found; usage; cannot determine; mfg/design. Conclusion: the involved devices were not returned for analysis and investigation. Exact cause(s) of the reported incident remains unk. Although not always repeatable, previous engineering analysis of these valve components have shown recessed / leakage condition can potentially occur if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with iso 594-1 std and techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve. Ensure that the dental axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle.

Event description:
Complaint received reporting multiple problems (component reset failure/blood leakages) with use of 46101-73 60" safeset resvr. Monitoring kits. Facility clinicians reported "several" occurrences where "... When taking blood from port on tubing the port's valve remains depressed which causes arterial blood to spray from the port. The entire sets needed to be replaced." There were no reported adverse pt / operator consequences. Although additional relevant info and device return was requested, as of the date of this report there has been no response.